Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient alleged large circular burns caused by tightening his garment and that he had removed the lifevest. It was reported that the patient's garment was found to be bloody. Follow-up indicated that the patient was still experiencing comfort issues. Additional follow-up attempts were not successful, the current medical condition of the patient's skin is unknown.